Event description:
The lesion being treated was in the proximal left main (lm). The physician attempted to inflate a taxus express2 3.5 x 12 mm drug eluting stent. However, may have bumped the stent delivery system (sds) causing it to move back. Consequently, the stent was never deployed and no stent damage had occurred. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good". The procedure was successfully completed with a taxus express2 3.5 x 8 mm drug eluting stent. However, the returned product revealed that there was stent damage.